Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020 the patient fell into a muddy canal and struggled to get out of the mud/water. Upon initial interrogation there were no significant alarms in the history. Four hours after the incident the pump started to alarm and the controller screen indicated the pump would stop. Log file analysis noted no external power and low voltage alarms. There was no reported water in the backup battery chamber or evidence of external damage to the driveline. The controller was exchanged on (B)(6) 2020. During the controller exchange,some debris was noted and it was cleaned out. No further information was reported. Related MFR number: 2916596-2020-03058.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller due to fluid ingress was not confirmed; however, the provided image revealed dried mud on the controller. Per provided information, the system controller was exchanged due to a possible issue with the controller after being submerged in a muddy canal. The submitted log files from the new controller spanned approximately 24 days (on (B)(6) 2019 and on (B)(6) 2020 per the timestamp). The data prior to on (B)(6) 2020 is not relevant to this investigation. There was no notable alarm that would indicate an issue with the new controller. The hmii system controller was not returned for analysis. Additional information stated that the patient did not experience any problems after exchanging the controller. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. Based on the provided information, a root cause of the reported event was determined to be user related as the patient fell into a muddy canal. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿ equipment storage and care¿ explain how to properly store, clean, and maintain system controller. No further information was provided. The manufacturer is closing the file on this event.